Event description:
It was reported that the materials department notified him that there was a device left in their area with no contact or information regarding the issue they had with the device. There has been no adverse event reported regarding the device.

Manufacturer narrative:
(B)(4). Instrument b: batch #: g5zv6z, exp date: 06/08/2015; device manufacture date: 07/08/2010. The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality with a test reload on the three articulated positions; on the left and center it fired, cut and formed the staples as intended. However, on the right side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The cartridge was taken off of the device and placed back on and it clicked into place. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.